Event description:
It was reported that the sensor electrode broke off inside the customer's body. Found that the customer had worn the sensor for eight to ten days. Advised that sensors should only be worn for two to three days. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.